Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The link endo-model-m knee system was implanted on (B)(6) 2022. The surgeon suspects loosening of the cemented femoral stem and plans revision with cementless stems. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Update 10/14/2025: due to new received information, the problem description and the affected medical device have been updated / corrected. Instead of the femoral stem the tibial stem has been revised. The review of the device history record of the tibial stem showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The link endo-model-m knee system was implanted on (B)(6) 2022. The surgeon suspects loosening of the cemented femoral stem and plans revision with cementless stems. [Customer] update / correction (B)(6) 2025: surgeon suspects loosening of the proximal end of the tibial construct which included poly augments. Revision occured. [Customer].

Event description:
The link endo-model-m knee system was implanted on (B)(6) 2022. The surgeon suspects loosening of the cemented femoral stem and plans revision with cementless stems. [Customer]: update / correction 2025-10-09: surgeon suspects loosening of the proximal end of the tibial construct which included poly augments. Revision occured. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Update 10/14/2025: due to new received information, the problem description and the affected medical device have been updated / corrected. Instead of the femoral stem the tibial stem has been revised. The review of the device history record of the tibial stem showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.